Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient was consistently getting low readings and started to feel delirious, shaking, and vomiting. She was unable to confirm the readings with a fingerstick because she did not have test strips. She drank four glasses orange juice, however, despite the self treatment her cgm persisted to show low. She then opted to go to the emergency room (ER) for further assessment. At the ER, a bgfs was performed by ER personnel, which showed 448 mg/dl, while her cgm was still low. The patient was diagnosed with dka. She was treated with zofran, IV fluids, and IV insulin. The patient stayed overnight for close monitoring and was discharged on (B)(6) 2026 (more than 24 hours). At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: health effect clinical code - delirium.